Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, an alert was received for the device being in back up mode. A device exchange was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.